Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 mg/dl, 37 mg/dl and ranging up to 40 mg/dl and also experienced high blood glucose of 373 mg/dl. The customer also reported blood glucose of 60 mg/dl to 90 mg/dl. The customer's blood glucose was 101 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.